Event description:
Caller reported a cgm error 42, which necessitated a pump reset facilitated by cts. The error did not reappear after the reset, and there was no adverse impact to the customer¿s blood glucose level. The caller successfully started their sensor session, resolving the reported issue.